Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy though stated that they would likely obtain manual injections from their healthcare provider. However, customer declined follow-up to determine if back-up therapy was obtained. Customer¿s blood glucose level was between 140-150 mg/dl.